Manufacturer narrative:
The reported oad was received for analysis. The device did not exhibit any damage which would have contributed to the reported event. When tested, the oad functioned as intended with no anomalies observed. The diameter of the crown was measured and found to meet specifications. At the conclusion of the device analysis investigation, the reported device issue and dissection were unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was located in the distal superficial femoral artery (sfa) and was treated using one pass on low speed with the oad. Following the first pass, the oad shut down and would no longer function. The lesion was then treated with balloon angioplasty and imaging revealed a dissection in the area of atherectomy treatment. The dissection was treated with the placement of an unplanned stent and the patient was in stable condition following the procedure.